Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused spots on the lungs, headaches, dizziness and difficulty breathing. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a bipap device's sound abatement foam. Additional information was received and b5 should have been reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused spots on the lungs, headaches, dizziness and difficulty breathing. The patient has alleged to seeing particles in the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information was received and b7 was udated with the patient's past medical history.

Manufacturer narrative:
Additional information was received on jun 24, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, spots on the lungs, headaches, dizziness and difficulty breathing. The patient has alleged to seeing particles in the device that are related bipap device's sound abatement foam. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that the missing one blower box upper cap screw. Screw was not installed during original assembly. Unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white, and tan (dust-like) contamination, in the iso port (international organization of standardization). Dust-like contamination on top of the blower motor and the blower motor seal, blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Gray and black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower motor and inside the blower motor and bottom of the blower box, indicating potential water ingress. Unknown brown and white specks of contamination on the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and manufacturer was unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging spots on the lungs, headaches, dizziness and difficulty breathing. The patient has also alleged to seeing particles in the device that are related bipap device's sound abatement foam. There was no report of serious patient harm or injury. The patient did not report to receive any medical intervention. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.